Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the implantable pulse generator (ipg) set screw failed. The device was no used and another device was implanted. No patient complications have been reported as a result of this event.